Event description:
It was reported to minimed that the patient experienced a high blood glucose event and reported that the pump was damaged. The patient reported blood glucose values over 300 mg/dl. The event involved product(s) mmt-7040a,mmt-1884,mmt-332a,mmt-399a. The patient stated that pump extending from the belt clip rail area to the battery tube side. The patient reported the pump had been dropped in the past but could not identify a specific incident and described the damage as normal wear and tear. The damage was reported to affect pump functionality. Troubleshooting was performed and the patient has type 1 diabetes and reported using the insulin pump system with auto mode/smartguard active within 48 hours prior to the event. The patient treated the high blood glucose using pump insulin deliveries. Due to the physical damage affecting pump functionality, replacement of the serialized pump was initiated. The patient was instructed to discontinue pump use, revert to a back-up plan per healthcare provider instructions, and place the pump in storage mode. No further patient complications were reported. Mmt-1884 was expected to return. Mmt-332a,mmt-399a and mmt-7040a were not expected to return.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.